Manufacturer narrative:
Correction: section h11 - the following statement should have been included: "the device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states."

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery voltage was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The physician explanted and replaced the pm. The patient condition was stable.